Event description:
The customer contacted stryker to report that their device did not deliver defibrillation energy. The patient associated with the reported event did not survive.

Manufacturer narrative:
Stryker received additional patient information from the customer. The customer provided stryker with the available patient information. Stryker evaluated the device and was unable to verify the reported issue. The device passed functional and performance testing and was returned to the customer for use. Stryker performed a clinical review regarding the reported issue. There was inadequate contextual information from the patient¿s data file to identify the appropriate patient¿s event. Because the ECG was unavailable, it is unknown if the patient was in a shockable rhythm at the time of the event.